Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the tri-funnel balloon was confirmed but the cause was unknown. The product returned for evaluation was an 18fr tri-funnel feeding tube. The sample contained discoloration and residue indicative of use within the feeding canal and the balloon region. Gross visual evaluation of the sample did not reveal an apparent leak site. The balloon was then filled with water to inspect for leakage and a pinhole leak was found near the center of the balloon. Microscopic examination of the leak site revealed superficial external surface damage leading into a very small (<1mm) hole in the balloon wall. The damage was indicative of sharp instrument contact but it could not be determined when/where that contact occurred. The complainant indicated that the device had been in use for approximately six days before removal and it was unknown if the balloon had been tested for leakage prior to insertion. As such, it was unknown if the damage was preexisting or occurred during/following insertion. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter "spontaneously" withdrew due to a pinhole in the balloon. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned.

Event description:
It was reported that the catheter "spontaneously" withdrew due to a pinhole in the balloon. No patient injury was reported.